Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased threshold measurements six days post implant. The associated cardiac resynchronization therapy defibrillator (crt-d) was noted to be programmed to left ventricular (lv) only pacing. Technical services (ts) recommended further evaluation of the lead. The lead was observed to have dislodged. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.